Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure four resolute onyx rx coronary des were implanted in the r-pda, rca, lad. During the index procedure a grade c dissection occurred in the lad. No treatment was given for the dissection. The site assessed the event as not related to the a nti-platelet medication and the device.